Manufacturer narrative:
The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. The device subject of this complaint has not been returned to steris endoscopy for evaluation. Images of the detached loop were provided; however, without a returned device the root cause could not be determined. Statements from the instructions for use include: "continuous gentle traction should be applied on the handle to keep the roth net device closed. The following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and actuating the device when the handle is at an acute angle in relation to the catheter." The distributor has offered in-service training to the user facility on behalf of steris endoscopy and the facility has accepted. No further issues have been reported.

Event description:
The distributor reported that the wire loop component of a roth net platinum retriever - universal device detached during a patient procedure in the colon. The wire loop was retrieved, the procedure was completed, and no harm to the patient or user was reported.